Manufacturer narrative:
Additional information: b5, d11, h6.

Event description:
Related manufacturer reference number:2017865-2019-09911. New information noted that four additional out of range defibrillation impedance alerts have occurred since (B)(6)2020. Conductor fracture was suspected to be the cause. No intervention was performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Patient was asymptomatic. It was reported that the patient presented remotely via merlin.net. Review of the patient's transmissions revealed high defibrillation lead impedance alert on the right ventricular lead. It was noted that this was a one time event. No intervention was performed. The patient was asymptomatic throughout the event.